Event description:
It was reported that at 39,410 joules while using the surgical fiber during a prostate procedure, the fiber broke distal to the handle. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber was broken within the white tubing, 12 inches from control knob, between input connector and fiber control knob; there was no sign of melting at the location of the fracture; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild char. Based on the analysis, the potential for forward firing may also exist. Probable root causes: based on the product analysis results, the probable root causes of the failure are: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber. Excessive bending/use handling.